Event description:
A report was received that the patient was experiencing frequent and extended ipg charging time. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.